Manufacturer narrative:
Covidien reference: (B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Event description:
It was reported that an air leak was confirmed in the cuff of a tracheal tube. There was no patient involvement as this malfunction was identified during testing. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien reference: (B)(4). One tracheal tube was returned for investigation. An inflation deflation test was performed and found that the cuff deflated immediately. A visual inspection was conducted and found a tear on the cuff. The reported complaint was confirmed.